Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen of unknown concentration at a dose rate of 700 mcg/day via an implantable pump for intractable spasticity. The pump was noted as currently administering something other than baclofen (not specified) of an unspecified concentration at an unspecified dose rate. It was noted that current drug was ¿other¿ as the patient claimed their pump was empty. It was reported that the patient¿s pump was dry. It was noted that troubleshooting was performed prior to the call. The patient had missed a scheduled refill and then went to the following appointment and they had thrown the drug away as they missed the appointment. The issue occurred two weeks ago in (B)(6) 2019. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). The pump was not alarming, and the patient was not spastic. The patient was not having any issues. No patient symptoms were reported. Physician listings were provided as requested. On (B)(6) 2019 a consumer further reported that they had a chance to look over the physician listings sent to them. Rather then scheduling an appointment an hour plus away it was noted that the patient could find a physician in a hospital where they were a broker-member of (B)(6) and have residence. It was noted that their physician¿s office was not acceptable as that office was the reason their pump had been alarming since three weeks ago. It was noted that the patient would be looking for another physician or better yet / perhaps just find a doctor to remove the pump. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated this was an ongoing issue and he was not returning to the doctor. It was also reported since he had the first pump, every doctor had agreed to see the patient for fills every six months to a year. The patient¿s doctor was telling him he needed his pump filled every three months and they were throwing half of the medication away. The office manager was telling the patient he needed a refill every three months or the medication gets ¿diluted.¿ no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was indicated that the patient had no spasticity but had many questions they would have to address with a physician when they find one.